Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00985 and 1225714-2014-00986.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2014-00985 and 1225714-2014-00986. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient expired on the same day of the event.